Event description:
It was reported that the 860 slip tip syringe bulk non-sterile experienced no label or missing label information. The following information was provided by the initial reporter: material no: 301036, batch no: 0079591. I have a component#: 301036 syr, 50cc, l/s, w/o shield, (B)(6) and I need to know if it carries an expiration or not? I do have a label copy with an expiration date symbol but with no date. In our records we do show this component with an expiration date.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number: 79591. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 79591. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: based on the investigation carried out and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the lot and symptom.

Event description:
It was reported that the 860 slip tip syringe bulk non-sterile experienced no label or missing label information. The following information was provided by the initial reporter: material no.: 301036 batch no.: 0079591. I have a component #301036 syr,50cc,l/s,w/o shield,ns and I need to know if it carries an expiration or not? I do have a label copy with an expiration date symbol but with no date. In our records we do show this component with an expiration date.